Event description:
It was reported that, while the device was in service as part of an anesthesia breathing circuit during a surgical procedure, the cap sealing off the co2 monitoring port (while the port was not being used) was loose. The clinician then tightened the cap. No patient sequelae was reported.

Manufacturer narrative:
Device evaluation began, but not yet completed.